Event description:
The pt is a 54-yr-old woman who initially had bilateral breast augmentation in 10/79 above the muscle. The pt developed "recal" burning shortly after that and had required multiple treatments and is taking elavil and librium for relief. She has had nerve blocks etc. The pt has had decreased memory capacity, dry eyes, dry mouth, dry vagina, fatigue. On physical examination, she has a class IV contracture on both sides. Xeromammogram shows, on the left side, a large extrusion of the capsule indicating definitive ruptures. Because of rupture, contracture, local pain and systemic symptoms, it is medically necessary to remove these implants. Total capsulectomy is medically necessary because of teh rupture.